Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. A flow rate test was performed per the spectrum preventive maintenance procedure with the unit passing. An add'l flow rate test was performed using the event infusion parameters found in the history log with the unit passing. The device also passed add'l flow rate tests. A flow rate inaccuracy of - 5% was found at high flow rates and the device was reworked per rework procedures. Review of the history log supports the reported event parameters; however no malfunction could be identified.

Event description:
It was reported that a pump experienced uncontrolled flow during a secondary infusion of rocephin, running at a rate of 100ml/hr for a vtbi of 50ml. The customer stated that the infusion would run as if the set was "wide open." It was also reported that there eas no pt injury or medical intervention necessary.